Event description:
While drilling into patient's bone, the tip of 2.5mm drill bit broke off. Tip of drill remains in patient.

Event description:
Add'l info received from MFR 4/28/03: MFR has not submitted a medwatch report for this event. The voluntary medwatch reports indicate the malfunction of the drill bit did not result in an adverse event. Co has concluded that the event is not reportable.